Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error alert issue was verified in the pump logs. The alleged insulin delivery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 396 mg/l. A correction bolus via pump did not lower bg and an insulin pen correction was used. Bg lowered to approximately 251 mg/dl. No issues were observed with the infusion set cannula and no air bubbles were observed. Following a pump supply change, a data log corruption occurred. Reportedly, customer reverted to using an alternate method of insulin therapy.